Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, a photograph provided by the customer was reviewed. Evidence of leakage was confirmed. The photo showed a close-up on a tuohy borst introducer that appeared to be inserted into a patient. What appeared to be blood was noticed on the top of the valve housing and around the surrounding area. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications are well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that after inserting this introducer, there was a blood leak of less than 3 cc at the introducer valve housing. The introducer was changed to another one and it worked as intended. The new introducer was inserted by removing everything and starting the procedure with a second stick. There was no allegation of patient injury. The device was not available for evaluation as it was discarded at hospital. Patient demographics were unable to be obtained.